Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient's symptoms did not improve with the ins and the system was removed. Additional information was received from a healthcare professional (hcp). When asked what steps were taken to resolve the therapy-related issue prior to device removal, the hcp indicated "unsure - [patient] was sent to us from outside facility." It was unknown when the lack of symptom improvement was first noticed, unknown if therapeutic benefit was ever achieved, and unknown cause of therapeutic benefit never being achieved.

Manufacturer narrative:
H3: analysis of the returned implantable neurostimulator (ins) (s/n: (B)(6)) revealed that the device passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.